Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a broken downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that the occlusion was <615mmhg. The pump was received in the client's facility for an inspection from their customer and then they realized this issue exists. There was no patient involvement.